Manufacturer narrative:
The biomedical engineer (bme) evaluated the device and confirmed a ¿speaker malfunction¿ inop and there was no sound. The bme ordered a speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed.

Event description:
The customer reported that intellivue mp2 monitor used for transporting patients to procedures says, "speaker malfunction" and cannot hear when an alarm happens. There was no sound produce. It is unknown if the device was in use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.